Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections: g3, g6, h2, and h10.

Manufacturer narrative:
Additional information is not yet available for this event. Field service engineer (fse) went on site to repair the device cracked lid. The fse inspected the device as per the instructions. The device had two small fracture lines in the clear lid near the back right portion of the cover. Fse performed repair activities. Fse replaced the lid and the lid packing gasket, and replaced the lid push plate. Fse attached the labels to the lid. The machine was cleaned and inspected. Fse also checked the disinfectant, detergent, and alcohol. Fse ran cycle tests. All tests passed. The software attributes were verified and confirmed. The device was repaired and verified according to other equipment manufacturer instructions. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, the device lid had small fractures in the clear lid. There was no error message. There is no reported harm to any patient.